Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse checked the eic cup and cleaned debris in one port and reinstalled. The fse installed valve assembly. The fse also removed and checked lines and primed the unit with no overflow. The fse performed calibration and ran precision, resulting within acceptable range.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the electrolyte injection cup (eic) was leaking fluid into the ise compartment. No injury was reported.